Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported an issue whereas a dialyzer had an improperly seated top. This was noticed when setting the machine up prior to a treatment. Saline was leaking from top and the tech replaced with intact dialyzer. No patients were affected. In a follow up, the bmt verified that it was during setup/initial startup they noticed the leak. The dialyzer is available for return as a sample product.